Manufacturer narrative:
Insulin pump passed the displacement test but prime, fill anomaly during the basic occlusion test due to loose drive support disk. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out during manual prime. The patient¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.